Event description:
Dr did an acl surgery 10 months ago and the patient represented with a meniscus tear. The calaxo was asymptomatic, maybe a very small buldge. However, the MRI showed the tunnel increasing in size from 8 to 12mm. Dr claimed she could feel the bone eroded.

Manufacturer narrative:
Product recall initiated in 2007.